Event description:
On (B)(6) 2020, bard IV inserted into back of pt's left hand. On (B)(6) 2020 IV removed after developed leak. When IV withdrawn, rn noted fragment of IV catheter retained. Us confirmed. Vasc surg consult for removal. FDA safety report ID# (B)(4).